Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use an everflex entrust self-expanding stent with a 6fr non-medtronic (terumo destination) sheath and a 018 non-medtronic (abbott command) guidewire during treatment of a 150mm calcified lesion in the patient¿s right mid superficial femoral artery (sfa). Moderate vessel tortuosity and severe vessel calcification were reported. Lesion exhibited cto (chronic total occlusion-100%) stenosis. Artery diameter reported as 7mm. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). There were no issues noted when removing the device from the hoop/tray. The device was prepped per the IFU (instruction for use) with no issues identified. Embolic protection was not used. The vessel was pre dilated with a 6x150 balloon. The device was not passed through a previously deployed stent. No resistance was encountered when advancing the device. Stent deformation and partial deployment were reported during positioning/deployment. It was reported that the stent would not deploy with the thumb slide. Physician had to take the everflex handle apart, pull back on the inner shaft and pull the blue sheath back to deploy stent. There was no damage to the deployment mechanisms or device handle prior to deployment issue. The thumbscrew/lock-pin was checked for securement prior to procedure and was removed prior to deployment. When the device was removed, physician noticed a part of the stent was in the everflex delivery catheter. The deployed everflex stent was not opened all the way. This was up and over a calcified bifurcation. Attempts were made to remove the stent, physician was able to break down the stent handle and pull the stent delivery system out with part of the stent. The part of the stent that was deployed in the target location was caged using another stent. The delivery system was safely removed and no vessel damage was reported.

Manufacturer narrative:
Product analysis: the device was returned dismantled, no strain relief on the device, and two pieces of broken stent were returned image analysis the customer returned 6 images for evaluation. These images are procedural images which show the stent fractured in the patient¿s vasculature. This image shows two pieces of broken stent which correlates with the pieces of stent returned to the lab. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.